Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18212. It was reported the patient has stopped using her scs system because her complex regional pain syndrome (crps) has advanced and feels the stimulation makes it worse. Reprogramming has been tried to no avail. The patient stated she was involved in an automobile accident in (B)(6) 2013. X-rays were to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.